Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with naked eye and functional testing were performed. Functional testing, including leak testing, clear passage testing and clamp function testing were performed. Leak testing noted a hole in the supply line tubing located at the base of the blue shrouder. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This occurred during fill one of the device for peritoneal dialysis therapy. The leak was further described as ¿the bottom portion of the cassette tube that connects to the second solution bag was leaking¿. There was no damage on the disposables and supply bag. There was no patient injury or medical intervention associated with this event. No additional information is available.